Manufacturer narrative:
Exemption number: 2012017. Total number of events summarized: 1832. Conclusion codes reported: conclusion not yet available, cause traced to user, unintended use error caused or contributed to event, no problem detected, adverse event related to procedure, cause not established. Exceptions for non-evaluated devices can be found on attached line list, code 3221, which designates no findings available, as devices were not returned for investigation and code 3233, pending device evaluations. For q4, no reported complaints have necessitated remedial action as complaints are monitored to ensure market performance, consistent with historical and expected performance. Additionally, of complaints evaluated, no product issues have been identified. Update to eligible q3 asr report evaluation result and conclusion codes can be found on attached line list. Additionally, the following complaints were reported on q3 asr and are ineligible, therefore no updates will be provided. Not reportable: 42814, 43117, 43916, 44058, 43025 and 44186.

Event description:
This report summarizes <noe> 1832 </noe> injury complaints associated with class ii, endosseous dental implants (dze) for reporting quarter 4; october 1, 2018 through december 31, 2018. It contains information on early implant failures and late or long-term implant failures. Early failures include cases of failure to osseointegrate or positioning problems, i.e. Lack of primary stability. Osseointegration occurs when bone cells attach themselves directly to the titanium surface, essentially locking the implant into the bone. In cases of lack of osseointegration, this has not been achieved. Positioning is considered the key factor in clinical success of an implant in the short term. With positioning failure, primary mechanical stability cannot be achieved. Late or long-term failure include cases of loss of integration. In loss of integration, an implant has initially osseointegrated into the bone, however, over time bone loss may have occurred around the implant site, requiring the removal of the implant. This asr report will provide a summary of complaints deemed as serious injuries due to necessitating medical or surgical intervention. Patient age and gender breakdown can be found on the attached line list. Device problem codes reported: failure to osseointegrate, positioning problem, loss of osseointegration, osseointegration problem. Patient problem codes reported: implant, failure of, wound dehiscence, abscess, purulent discharge, edema, fistula, granuloma, hemorrhage, hyperplasia, hypersensitivity,  infection, inflammation, nerve damage, pain, no consequences or impact to patient, discomfort, healing, impaired, reaction, teeth, sensitivity of, osteopenia, fibrosis, no code available, no information, swelling.

Manufacturer narrative:
Exemption number: 2012017. Total number of events summarized: 1832. Conclusion codes reported: conclusion not yet available, cause traced to user, unintended use error caused or contributed to event, no problem detected, cause not established. Exceptions for non-evaluated devices can be found on attached line list, code 3221, which designates no findings available, as devices were not returned for investigation and code 3233, pending device evaluations. For q4, no reported complaints have necessitated remedial action as complaints are monitored to ensure market performance, consistent with historical and expected performance. Additionally, of complaints evaluated, no product issues have been identified. Update to eligible q3 asr report evaluation result and conclusion codes can be found on attached line list. Additionally, the following complaints were reported on q3 asr and are ineligible, therefore no updates will be provided. Not reportable: 42814, 43117, 43916, 44058, 43025 and 44186. Follow-up submitted to remove 4311 conclusion code references.

Event description:
This report summarizes 1832 injury complaints associated with class ii, endosseous dental implants (dze) for reporting quarter 4; october 1, 2018 through december 31, 2018. It contains information on early implant failures and late or long-term implant failures. Early failures include cases of failure to osseointegrate or positioning problems, i.e. Lack of primary stability. Osseointegration occurs when bone cells attach themselves directly to the titanium surface, essentially locking the implant into the bone. In cases of lack of osseointegration, this has not been achieved. Positioning is considered the key factor in clinical success of an implant in the short term. With positioning failure, primary mechanical stability cannot be achieved. Late or long-term failure include cases of loss of integration. In loss of integration, an implant has initially osseointegrated into the bone, however, over time bone loss may have occurred around the implant site, requiring the removal of the implant. This asr report will provide a summary of complaints deemed as serious injuries due to necessitating medical or surgical intervention. Patient age and gender breakdown can be found on the attached line list. Device problem codes reported: failure to osseointegrate, positioning problem, loss of osseointegration, osseointegration problem. Patient problem codes reported: implant, failure of, wound dehiscence, abscess, purulent discharge, edema, fistula, granuloma, hemorrhage, hyperplasia, hypersensitivity , infection, inflammation, nerve damage, pain, no consequences or impact to patient, discomfort, healing, impaired, reaction, teeth, sensitivity of, osteopenia, fibrosis, no code available, no information, swelling.